Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). Phone number: (B)(6). Review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported through distributor "extracapsular and intracapsular rupture" and "minimal amount of fluid surrounding the implant" diagnosed via MRI. Later healthcare professional reported "periprosthetic seroma". This record is for the left side. The device remains implanted.